Event description:
X-rays after implantation show that the electrode is outside of cochlea.

Manufacturer narrative:
Conclusion: based on information received, postoperative x-ray showed the electrode array being outside of cochlea due to unknown reasons. A revision surgery to reinsert the electrode array was successfully performed with same device under general anesthesia. A full insertion was achieved. The concerned device remains implanted in use. This is a final report.

Manufacturer narrative:
(B)(4). Additional information: according to received information, the active electrode was found outside of the cochlea, as confirmed by diagnostic imaging, most likely due to medical reasons. A revision surgery was conducted and the active electrode was successfully re-inserted. The device remains implanted and in use.

Event description:
X-ray after implantation show that the electrode is outside of cochlea. A revision surgery to reinsert the electrode array was successfully performed with same device under general anesthesia. A full insertion was achieved. The device remains implanted and in use.